Event description:
A peritoneal dialysis pt has reported that dialysis solution was found around the cycler following treatment. The source of the leak cannot be determined. Rn states pt has had no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. The labeling was reviewed and is within specification.